Manufacturer narrative:
Tracking number (B)(4) . Initial report sent to FDA on (B)(6) 2010.

Event description:
Procedure: sigmoid resection. According to the rptr: the device cut the bowel w/o doing anastomosis. The surgeon had to make an extra 1-2cm resection in the rectal stump to be able to do the anastomosis with a circular stapler. Surgery time was extended by approx 30 mins.